Event description:
It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. During the case after they went through release criteria, the clear tuohy was loosened and the sheath was walked up near the face of the device. The deployment knob was turned 3-5 times and the device was released off the wire. At this time it was noted the shape of the device went from a small bell shape to a marshmallow shape. They remeasured and monitored the device by transesophageal echo (tee) and device measurements were similar. Tee was performed for 10 minutes longer after the case to monitor the device. No other interventions were performed at that time. The patient has been discharged.